Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the drain was placed on (B)(6)2023 and progressive irritation. They pulled drain on (B)(6) and the irritation was resolved. Post operation day 16 and was doing well. They had a lot of allergies and multiple medication due to frequent allergic reaction.

Event description:
It was reported that the drain was placed on (B)(6) 2023 and progressive irritation. They pulled drain on (B)(6) and the irritation was resolved. Post operation day 16 and was doing well. They had a lot of allergies and multiple medication due to frequent allergic reaction.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.